Event description:
It was reported that "the hcp failed to fire the skin stapler (staple not firing/jamming) during use on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample were observed to be positioned incorrectly, allowing the staples to become severely misaligned and out of position at the front of the cover block. Functional testing could not be performed due to the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot#: 73k2300163 was manufactured on 10/03/2023 a total of (B)(4) pieces. Lot was released on 10/23/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.